Manufacturer narrative:
The insulin pump power up properly after battery installation. The insulin pump passed self test and displacement test. No display anomalies noted including missing segments / partial display or back light anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was dim. The customer¿s blood glucose level was 110 mg/dl at the time of the incident. The product will return for the analysis.